Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, alert alarms 01 patient line open and 02 low flow were observed. During equipment testing, when the circulation pump command is set to 100 percent, the inlet pressure is measured at 0 psi and the flow rate at 0 l per min. Circulation pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow issue. Per review of wo on 28jan2026, there was no patient involvement.